Event description:
Alleged the right foot caster fell off as the pt was getting into the bed.

Manufacturer narrative:
The hill-rom field investigation found the caster sleeve weld broke away from the frame of the bed. The hill-rom technician replaced the base frame to repair the bed.